Manufacturer narrative:
H6: patient code e0506 hemorrhage/blood loss/bleeding removed. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that air embolism and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During procedure intracardiac echocardiography (ice) was used, the patient was under conscious sedation due to a subdural hematoma. The physician aimed to maintain the activated clotting time (act) at approximately 200 seconds. A 31mm closure device was initially attempted but downsized to 27mm. The physician noted st elevations after exchange and 100 percentage of oxygen was administrated, the st levels normalized. Four recaptures were performed and the 27mm closure device was successfully positioned, the closure device meet position, anchor, seal and size (pass) criteria despite shoulder and was released. Upon release, a string like mobile thrombus was noted emerging from the face of the closure device, was already positioned on the right side. Intracardiac echocardiography (ice) confirmed it appeared to be thrombus. The physician repositioned everything to the left side, followed by patient intubation, initiation of transesophageal echocardiography (tee), and acquisition of both right and left radial artery access for coronary intervention. The physician placed bilateral sentinel devices to protect the brain heparinized further, act up to 350, the physician inserted a non-boston scientific (bsc) thrombectomy device to start aspirating the clot, the physician manipulated the thrombectomy device through was eventually got it in the right spot and successfully removed string-like clot 10 cm long. The sentinel was removed and found no debris closed groin and both radials. The patient woke up from anesthesia normally. The patient is fully recovered and was discharged. It was further reported that 200cc of blood loss was recorded.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc medical safety specialist. Media review confirms the reported event. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037026540. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism and thrombosis. Risk review: a risk review was completed and confirmed that the events of air embolism and thrombosis were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that air embolism and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During procedure intracardiac echocardiography (ice) was used, the patient was under conscious sedation due to a subdural hematoma. The physician aimed to maintain the activated clotting time (act) at approximately 200 seconds. A 31mm closure device was initially attempted but downsized to 27mm. The physician noted st elevations after exchange and 100 percentage of oxygen was administrated, the st levels normalized. Four recaptures were performed and the 27mm closure device was successfully positioned, the closure device meet position, anchor, seal and size (pass) criteria despite shoulder and was released. Upon release, a string like mobile thrombus was noted emerging from the face of the closure device, was already positioned on the right side. Intracardiac echocardiography (ice) confirmed it appeared to be thrombus. The physician repositioned everything to the left side, followed by patient intubation, initiation of transesophageal echocardiography (tee), and acquisition of both right and left radial artery access for coronary intervention. The physician placed bilateral sentinel devices to protect the brain heparinized further, act up to 350, the physician inserted a non-boston scientific (bsc) thrombectomy device to start aspirating the clot, the physician manipulated the thrombectomy device through was eventually got it in the right spot and successfully removed string-like clot 10 cm long. The sentinel was removed and found no debris closed groin and both radials. The patient woke up from anesthesia normally. The patient is fully recovered and was discharged. It was further reported that 200cc of blood loss was recorded.

Event description:
It was reported that air embolism and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During procedure intracardiac echocardiography (ice) was used, the patient was under conscious sedation due to a subdural hematoma. The physician aimed to maintain the activated clotting time (act) at approximately 200 seconds. A 31mm closure device was initially attempted but downsized to 27mm. The physician noted st elevations after exchange and 100 percentage of oxygen was administrated, the st levels normalized. Four recaptures were performed and the 27mm closure device was successfully positioned, the closure device meet position, anchor, seal and size (pass) criteria despite shoulder and was released. Upon release, a string like mobile thrombus was noted emerging from the face of the closure device, was already positioned on the right side. Intracardiac echocardiography (ice) confirmed it appeared to be thrombus. The physician repositioned everything to the left side, followed by patient intubation, initiation of transesophageal echocardiography (tee), and acquisition of both right and left radial artery access for coronary intervention. The physician placed bilateral sentinel devices to protect the brain heparinized further, act up to 350, the physician inserted a non-boston scientific (bsc) thrombectomy device to start aspirating the clot, the physician manipulated the thrombectomy device through was eventually got it in the right spot and successfully removed string-like clot 10 cm long. The sentinel was removed and found no debris closed groin and both radials. The patient woke up from anesthesia normally. The patient is fully recovered and was discharged.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air embolism and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During procedure intracardiac echocardiography (ice) was used, the patient was under conscious sedation due to a subdural hematoma. The physician aimed to maintain the activated clotting time (act) at approximately 200 seconds. A 31mm closure device was initially attempted but downsized to 27mm. The physician noted st elevations after exchange and 100 percentage of oxygen was administrated, the st levels normalized. Four recaptures were performed and the 27mm closure device was successfully positioned, the closure device meet position, anchor, seal and size (pass) criteria despite shoulder and was released. Upon release, a string like mobile thrombus was noted emerging from the face of the closure device, was already positioned on the right side. Intracardiac echocardiography (ice) confirmed it appeared to be thrombus. The physician repositioned everything to the left side, followed by patient intubation, initiation of transesophageal echocardiography (tee), and acquisition of both right and left radial artery access for coronary intervention. The physician placed bilateral sentinel devices to protect the brain heparinized further, act up to 350, the physician inserted a non-boston scientific (bsc) thrombectomy device to start aspirating the clot, the physician manipulated the thrombectomy device through was eventually got it in the right spot and successfully removed string-like clot 10 cm long. The sentinel was removed and found no debris closed groin and both radials. The patient woke up from anesthesia normally. The patient is fully recovered and was discharged. It was further reported that 200cc of blood loss was recorded.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures. B5 describe event or problem: updated with additional information received.